Event description:
While inserting a screw, the screwdriver broke causing a 20 minute delay.

Manufacturer narrative:
Examination of the returned product confirmed the tip broke off. Although the instrument is 9 years old, previous investigations found the root cause has been attributed to design. The product was manufactured prior to the material change. Depuy considers the investigation closed. Should any information be received to change the outcome of the performed investigation, the complaint will be re-opened.